Event description:
On (B)(6) 2009, the pt reported the up and down buttons on his insulin infusion device are not working. He stated, he first noticed the down button working intermittently before it stopped completely. He stated the up button is now difficult to press and works intermittently. The buttons pop up when pressed. His device has not been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.